Event description:
It was reported that during a class, the cardiosave intra-aortic balloon pump (iabp) screen went blank, shut down and made a loud high pitch noise when the simulator was plugged into the unit until the unit was turned off. It was also reported that this occurred with fully charged batteries and plugged in and after putting the unit in rescue mode. The end user further reported that the unit was restarted, put back in hybrid and when it was put in rescue mode, the unit shut down again with a high pitched alarm. The pump was then taken to the customer's biomedical department. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of our investigation. (B)(6).

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: e1(initial reporter & event site email), e2 unknown, e3 unknown, d5, g1(contact person).

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device(10): a getinge field service engineer (fse) evaluated the iabp unit and could not verify the reported issue. The batteries were completely drained so the fse could not perform checkout portions that required the iabp unit to run on battery or be separate from the cart. The customer let the iabp unit charge overnight and ran the iabp unit to verify the battery's capacity. The iabp unit functioned properly on batteries and did not shut down. The customer had also placed the iabp unit into rescue mode, and verified that it continued to function. All calibration, functional and safety checks to meet factory specifications were performed. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.